Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported having received two crowns for root canal treatments done. One for the top and one for the bottom. The patient stated that they have already received the retainers for the bottom row and has just completed the entire aligners treatment for the top row. However, the patient said the top row is not quite as straight as I'd like it to be. On the other hand, the crown installment for the root canals is still in progress and shall be completed in the next month.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.